Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The blood glucose was 50 mg/dl at the time of the incident. Customer treated low blood glucose with food. Customer did not report any symptoms related to the low blood glucose. Customer declined troubleshooting for low blood glucose. It was not mentioned whether auto mode was active at the time of the incident. The device will not be returned for analysis.